Event description:
During an egd procedure, the physician used a wilson-cook triclip endoscope clipping device to treat an esophageal tear. The reporter indicated that after the clip was closed on the tissue site, it was not possible to detach the clip from the drive cable. The mucosa was torn as the clip was pulled free from the tissue. The patient's condition was reported as stable. The initial report indicated that this is the second time this type of incident has occurred at their facility with the tc-7-12 device. Details regarding the other incident were requested but were not provided with the report.